Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 137 mg/dl and the sensor glucose was below 80 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer stated that the bent sensor cannula occurred during the first 12 hours. The customer also mentioned blood on sensor connector. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 random partial opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula confirmed.unable to confirm blood at site due to customer returned sensor only. No insertion needles.